Event description:
It was reported that 2 of the drain bag did not contain the metal clip. Per follow up via email on 03jun2023, patient claimed this had happened to a prior order and then again the last order. They had shipped both orders from stock which they purchase from indemed. Patient lived local so when it happened they came to office, the one unused bag that was missing the metal clip. They had stated it happened to a prior order-one of the 2 was missing a clip, so they thought nothing of it and tossed it. They only brought to our attention since it happened again. They gave new bag to the patient and took back the one they claimed was missing the clip.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect operation ". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that 2 of the drain bag did not contain the metal clip. Per follow up via email on (B)(6) 2023, patient claimed this had happened to a prior order and then again the last order. They had shipped both orders from stock which they purchase from indemed. Patient lived local so when it happened they came to office, the one unused bag that was missing the metal clip. They had stated it happened to a prior order-one of the 2 was missing a clip, so they thought nothing of it and tossed it. They only brought to our attention since it happened again. They gave new bag to the patient and took back the one they claimed was missing the clip.